Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The distal end of the crimped stent was stretched and pulled distally over the distal tip ,the undamaged proximal crimped stent outer diameter was measured and was within specification. The balloon and tip sections of the device were visually and microscopically examined no issues noted. A visual and tactile examination along the full catheter length found some hypotube kinks. No issues with mid shaft, inner or outer polymer extrusion. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 97% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Following pre-dilatation using a 15x15mm balloon catheter, a 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.